Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number sn (B)(6) , used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill passed both kpc testing and a case with no issues. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor failed testing at the enct, bemft, rbemf signals. Two following tests passed, indiating an intermittent failure. After reassembly, the drill again passed kpc and a case with no problems. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent exposure motor failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, there no issues with setup/ registration however, when collecting tibia checkpoint and loading femur burr screen the robot would give an "internal error: the system has detected that the application unexpectedly exited" and aborted case. Rep tried three times with same issue. Surgery was performed after a non-significant delay, changing to manual instrumentation. No patient complications were reported.